Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The glucose reagent's lot number is 86752901 with an expiration date of 31-jul-2026. The urea reagent's lot number is 86771501 with an expiration date of 31-jan-2026. The field service representative found that water droplets had dripped into the cuvette on the cell rinse. He cleaned the sample and reagent lines, adjusted the washing station fludics, cleaned the vacuum circuit, flushed the rinse unit tube, and performed checks. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 3 patient samples on a cobas 8000 c702 module. The assays affected were glucose hk gen.3 and urea/bun. Sample 1: the initial glucose result was 3.76 mmol/l, and the repeated result was 5.39 mmol/l. Sample 2: the initial glucose result was 5.73 mmol/l, and the repeated result was 7.63 mmol/l. Sample 3: the initial glucose result was 4.62 mmol/l, and the repeated result was 6.14 mmol/l. The initial urea result was 11.7 mmol/l, and the repeated result was 7.2 mmol/l.